Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed following a review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: visual inspection: not performed as no devices were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "even though there is very limited information to analyze all contributing factors in detail, it is still evident that this revision was caused by an adverse mix of patient-related factors (a suspected traumatic event) in combination with procedure-related factors (stem exchange required for better fracture repair). This pi case is not device-related. Procedure-related factors: stem exchange required for more optimal fracture repair. Patient-related factors a suspected traumatic event given the type of fracture. Device-related factors: none. Diagnosis: "a suspected traumatic event has caused a periprosthetic fracture of the greater trochanter around an accolade stem requiring revision with stem exchange and stabilization of the fracture with a dall-miles cable/plate system." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as medical records, additional x-rays, device details and return of devices are required to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Per sales rep, removed implant due to periprosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, removed implant due to periprosthetic fracture.